Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, bio ID was not working and require maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter addr 1: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bio ID was not working and require maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier (bio ID) was failed and user was unable to login. A technical support specialist (tss) confirmed that the system was functioning properly. There were no further issues observed, based on this verification, the case was closed. The system functioned as intended after the technical support specialist investigated the issue of the device.